Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot#: 6260-4-122;22.2mm, std v40 head; 20162054 7236-2-244; restoration adm x3 ins 22/44; 80347a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: revision. Reason unconfirmed. Left hip. An insignia stem, metal femoral head, and mdm poly insert were revised to an exeter stem, metal femoral head, mdm poly insert, and competitor cement.